Manufacturer narrative:
(B)(4).

Event description:
This patient had an uncomplicated aortic valve replacement in (B)(6) 2012. On (B)(6) 2015, the patient presented in the emergency room where the initial diagnosis was aortic regurgitation. The echo showed no calcification but leaflet prolapse. The patient underwent surgery and at explant of the trifecta valve a tear was noted at the stent post. A 23 mm edwards valve was implanted. The patient is reported to be stable post-operatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded that cusp 1 contained a tear, fibrous pannus ingrowth was observed on the inflow surface of all three cusps and the outflow surface of cusp 3, and a thin layer of fibrin was observed on all three cusps. There was no evidence of inflammation or significant calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, fibrin, and cusp tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.